Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery (lmca) and anterior descending artery with 70% stenosis, moderate calcification and mild tortuosity. The 4.5x20mm nc trek rx balloon dilatation catheter (bdc) was not prepared or flushed prior to use and was inflated without issue; however, the balloon got stuck with the guide wire during removal and separated from the shaft but was trapped in the introducer. The introducer sheath was simply removed with the separated portion of the balloon. A xience alpine stent was implanted and another balloon was used with the same guide wire to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- incorrect prep.

Event description:
It was reported that the procedure was to treat a lesion in the left main coronary artery (lmca) and anterior descending artery with 70% stenosis, moderate calcification and mild tortuosity. The 4.5x20mm nc trek rx balloon dilatation catheter (bdc) was not prepared or flushed prior to use and was inflated without issue; however, the balloon got stuck with the guide wire during removal and separated from the shaft but was trapped in the introducer. The introducer sheath was simply removed with the separated portion of the balloon. A xience alpine stent was implanted and another balloon was used with the same guide wire to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported difficulty removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty removing the device could not be determined; however, the reported separation appears to be related to operational context. Additionally, it is unknown if the reported violation of the instructions for use (IFU) caused or contributed to the reported complaint. Possible factors that may contribute to the difficult to remove the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, it is likely that the device separated during removal as resistance was encountered with the guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported by the account that the device was not prepped (air aspirated) or flushed before use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states to flush the device and perform air aspiration prior to inserting in the body, otherwise complications may occur. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint; therefore, the violation will not be addressed in the account requested letter.